Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/08/2014 with the following findings: there were (cs078) call service alarms observed in the black box history. The piston did not move during the rewind and a call service (cs 078) alarm was duplicated. The pump was opened and the motor flex was not fully inserted in the motor flex connector. When the motor flex was reseated, the pump successfully completed a rewind, load, and prime sequence. Unrelated to the original complaint, the display was dim and the letters had a red hue. Also unrelated, the threads on the battery were stripped, so a test cap was used for the investigation. The keypad was torn near the ok button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.